Event description:
Related manufacturer reference number: 2017865-2022-00726. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and right atrial lead exhibited loss of capture and low pacing impedance. Programming changes were made. The patient was stable.

Event description:
New information received notes that the patient presented for a generator change procedure. During the procedure, insulation damage was noted on the right atrial lead. The lead was removed and replaced during the procedure on 12jan2022. The patient was stable.